Event description:
It was reported the patient had unspecified back surgery in 1994. It was reported the patient developed an infection and injury as a result of contaminated sutures. There are no other details available.